Event description:
There were 8 people that said that they pulled a small piece of metal out of their finger after the screening. They are having their fingers checked out by either the comp ctr of their physician contact point.